Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to be (B)(6) 2019 as no event date was reported. The initial reporter address is (B)(6). Device problem code 2907 captures the reportable event of cautery pin detached. Visual evaluation of the returned device revealed that the cautery pin was detached. Based on the information available and the analysis performed, the most probable root cause is "manufacturing deficiency." An investigation was opened to address the failure of cautery pin was detached. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, when the device was used, it was noted that the metal part of the cautery pin came off. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event was approximated to be (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rotatable small oval med stiff snare was used during a procedure performed on an unknown date. According to the complainant, during the procedure, when the device was used, it was noted that the metal part of the cautery pin came off. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.